Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was unable to zero the microsensor. It happened during pre-testing in procedure, before implantation. No patient contact or injury reported and the event led to 10 minutes surgical delay.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4) the neuromonitor basic kit was returned for evaluation: device history record (DHR)- product code 82-6631, with lot # 3919193 review and there was a non-conformity on the lot. The devices were released to stock on july 26th, 2019, the quantity released was (B)(4). Failure analysis- device has no problem zeroing. There is a film around edge of sensor that is not part of the manufacturing process. There were slight bends in catheter material and received with suture. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.